Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the deep vein of the left lower limb. An angiojet ultra system console was selected for use. During the procedure. It was noted that there was no response when the pedal was stepped on when priming for 15 seconds. The physician unplugged and reconnected the wire connector of the pedal and restarted the console but pedal was still unresponsive. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable.